Event description:
It was reported during the inspection for use, the autoclavable camera head exhibited error e231 otv/endoscope malfunction, and the white balance did not work. The issue was found during device set up and inspection for use for an unspecified therapeutic procedure. The procedure was completed using the same device. There was no delay and no reports of patient harm.

Manufacturer narrative:
E1 - facility name (complete): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event reported is a duplicate report. Please refer to mfg report# 3002808148-2025-05585.

Event description:
No additional information from customer.